Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had minor scratches on lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are getting stuck and have an intermittent and delayed response. The customer did not recall any significant events leading to the keypad issue; probably exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.